Event description:
Inbound. Patient reported prefilled remodulin cassette caused cadd legacy pump alarm no disposable, pump wont run and had constant beeping when it was first placed on the pump. Stated unable to prime tubing. Stated cassette had tubing pop out from the pouch. No lot number. No further details provided.